Event description:
The customer observed imprecise results for the alinity ca 19-9xr for 3 patients. Clinical history is unknown for the patients. The following data was provided: 73-year-old male multiple samples. Customer is questioning the result from (B)(6) 2026: sid (B)(6) processed on (B)(6) 2026 = 1034.27 u/ml sid (B)(6) processed on (B)(6) 2026 = 270.59 u/ml sid (B)(6) processed on (B)(6) 2026 = 236.94 u/ml historical results: sid (B)(6) processed on (B)(6) 2026 = 169.39 u/ml sid (B)(6) processed on (B)(6) 2026 = 180.56 u/ml sid (B)(6) processed on (B)(6) 2026 = 160.12 u/ml 25-year-old female sid (B)(6) initial result = 40.82 repeat result = 74.56 u/ml 63-year-old female sid (B)(6) initial result = 57.31 repeat result = 85.83 u/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.